Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 7/29/2020, electrode belt: 4/10/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in the hospital and had lost consciousness prior to passing. Review of the patient's download data revealed that prior to passing, the patient received one appropriate treatment, and two inappropriate treatments from the lifevest. At 02:51:50 the patient received the appropriate treatment while their rhythm was vf. The patient's post-shock rhythm was severe bradycardia at 10 bpm with CPR and motion artifact. At 02:52:17, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was sever bradycardia at 10 bpm and the post-schock rhythm was asystole with CPR and motion artifact. At 02:52:51, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was obscured by CPR and motion artifact and the post-shock rhythm is not known as the electrode belt was disconnected immediately after shock delivery. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The response button were not pressed during the event. There is no indication that a device malfunction caused or contributed to the patient's passing.